Manufacturer narrative:
The cellex photopheresis kit ("kit") and smart card were returned for investigation. A review of the data recorded on the smart card showed approximately 252 ml of whole blood was processed when an alarm #7: blood leak (centrifuge chamber) alarm occurred. Additionally the system error #130 was verified based on the data. A system error #130 occurs when the instrument detects a fault in the centrifuge chamber leak sensor. The centrifuge bowl component of the kit was received in several pieces confirming the bowl break. The base of the bowl was mostly intact indicating that the outer bowl had separated from the bowl base. Examination of the outer bowl found pieces of the base still attached to it, indicating the break occurred in the centrifuge bowl material and not at the weld between the outer bowl and bowl base. A material trace of the bowl assembly and its components used to build lot h318 found no related nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The cause of the centrifuge bowl break was most likely a break in the centrifuge bowl material; however, the root cause for the break in the material could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h318 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h318 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer reported approximately 252 ml of whole blood was processed when the bowl break occurred. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned the kit for investigation.